Event description:
String pulled out of tampon.. Had to manually remove-vagina [foreign body in reproductive tract] the entire string pulled out of the tampon [device breakage] wife removed a tampon... Entire string pulled out of the tampon [complication of device removal] case description: reporter stated via phone that the string pulled out of the tampon when his wife attempted to remove it. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
String pulled out of tampon.. Had to manually remove-vagina [foreign body in reproductive tract]. The entire string pulled out of the tampon [device breakage]. When my wife removed a tampon, the entire string pulled out of the tampon [complication of device removal]. Case description: reporter stated via phone that the string pulled out of the tampon when his wife attempted to remove it. No serious injury was reported.